Event description:
It is reported that the device was revised in 2007, due to the device not being fully seated on the face of the glenoid. The implant date is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. The base plate may have been proud if the glenoid surface was not reamed flush and/or the base plate was not seated flush. Without x-rays or other additional information, the exact cause cannot be determined with certainty. No product was not returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.